Event description:
Case reference number (B)(4) is a spontaneous report sent on 17-aug-2023 by other health professional, which refers to a 33-year-old caucasian female patient. Additional information was also received on 23-aug-2023 from same reporter. The medical history of patient included acne with relapse and improvement. The patient was not pregnant neither breastfeeding. She already had acnes in other periods in life, had indication of treatment with roaccutane but chose not to do it. At the time of application, she was without acne lesions. No information about history of allergies or previous filler treatments has been provided. The patient did not have a systemic condition, nor she was using medications or supplements (including vitamin b12). On (B)(6) 2023, the patient received treatment with 10 ml of sculptra (lot 2j2861) to temples (0.5ml), zygomatic arch (1ml), pre-ear region (1ml), jaw (1.5ml) and pre-jowl (0.5ml) using cannula with retro injection technique. The sculptra was immediately diluted prior to injection with 8ml of sterile water [water for injection] for injection plus 2ml of sterile lidocaine [lidocaine]. It was the first time the patient was treated with a biostimulator. The reporter applied the product as recommended by the package insert with standard asepsis care. Concurrently (on (B)(6) 2023), the patient received treatment with restylane skinboosters vital lidocaine to unknown location (unknown amount, lot number, injection technique and needle type), and dysport [botulinum toxin type a]. The hcp did not perform drug prophylaxis and followed all asepsis standards during the procedure. One week after injection, in (B)(6) 2023, the patient experienced severe acne (acne) lesions that itched (implant site pruritus), were painful (implant site pain), and they did not get better mainly on the chin with some lesions on the forehead and temples. The patient also experienced infection (implant site infection). On (B)(6) 2023, the patient went to the dermatologist due to the adverse events, who prescribed 7 days of cephalexine [cefalexin]. On (B)(6) 2023, the patient returned to the dermatologist as the antibiotic did not have much effect. The patient was to be started on azithromycin. The patient was being followed up by a dermatologist for the treatment of acne. At the time of the report, the adverse events still persisted, the patient had a worsening of the condition 30 days after the application. The reporter assessed the adverse event as severe and the causality as not assessable. The hcp reported that the patient had been undergoing treatment for 50 days and had not improved. The patient was receiving help from a dermatologist and an infectious disease specialist. The medical team that was assisting the patient reported that the patient had this infection because there was an injection of dysport 300 u, sculptra and restylane skinboosters vital lidocaine 1 ml all on the same day or it could be related to contamination of some product or batch used. The patient has not yet improved from the adverse events, she was already on the seventh antibiotic without clinical improvement. On an unknown date in 2023, the culture sample taken from the lesions identified the presence of staphylococcus epidermidis. Outcome at the time of the report: infection was not recovered/not resolved/ongoing. Acne was not recovered/not resolved/ongoing. Itched was not recovered/not resolved/ongoing. Painful was not recovered/not resolved/ongoing. Tracking list: v.0 initial. V.1 fu received on 28-aug-2023 from the same reporter. Event (intentional device misuse) added. Information about medical history of acne, application of sculptra and follow up by dermatologist was provided. V.2 fu received on 18-sep-2023 from same reporter. Event (infection) and additional suspect restylane skinboosters vital lidocaine added. Concomitant medication dysport, and corrective treatment details were updated. V.3 fu received on 25-sep-2023 from same reporter. Information about severity of event acne, concomitant medications, and culture results were provided.

Manufacturer narrative:
Company comment: the serious events of infection at implant site and acne, and the non-serious events of pain and pruritus at implant site were considered expected and possibly related to the treatments. Seriousness criteria includes medical intervention to prevent permanent damage. The potential root cause includes injection procedure associated with inadequate aseptic technique. Potential contributory factor includes the patient's medical history of acne. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.